Event description:
It was reported that the user experienced persistent elevated blood glucose for several hours while using the ilet and, despite knowing it was not advised, injected 4 units of external insulin without disconnecting from the pump; a subsequent fingerstick measured 183 mg/dl, and no device alerts or site issues were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper or incorrect procedure and a device component not applicable to this event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.